Manufacturer narrative:
A ge representative evaluated the system and repaired it following preventative maintenance. System operates as intended.

Event description:
The customer reported the system intermittently would not produce x-rays. No patient injury was reported.